Event description:
It was reported a port was successfully placed for an undetermined treatment. Approximately 11 days post placement the patient returned to the hospital and was admitted with sepsis and mrsa. On the day of the event the patient expired. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. As a lot number was not provided, a device history search could not be performed. Additionally, co is unable to determine if or not the device met specifications. This device was identified as a boston scientific corporation triple lumen catheter. However, the user facility was unable to identify the catalog number or the lot number. The company's follow up indicated this device was placed in a neutropenic patient with leukemia. The company believe patient condition may have contributed to this event. However, without evaluating the device co is unable to determine the relationship between the device and the cause for this event. The company's directions for use outline appropriate placement, access and maintenance procedures.